Manufacturer narrative:
A sample and photos were available for evaluation. The sample was received outside the original opened package; therefore, sterility was compromised, and no micro test will be performed based on a false negative is viable to occur. The photo shows the applicator and swab outside the open original package. One of the swabs has a dark brownish furry looking matter close to the white cotton part. The appearance does not align with the alleged fungus/mold description due to the fibrous nature adhering to around the wooded stick. In addition, fungus or mold does not adhere stubbornly to a surface and may be scrubbed off which did not occur with this sample. Based on the physical observations, the alleged failure mode of mold was not confirmed but the foreign matter was indeed verified. The sample was sent to ftir testing which resulted in cellulose / cardboard. Cellulose is the most abundant organic polymer on earth. The cellulose content of cotton fiber is 90%, that of wood is 40¿50%, and that of dried hemp is approximately 57% (wikipedia). Based on the ftir test identified the material as cellulose, the physical characteristics are a fibrous material, and cotton is used in the product; the foreign matter is probable to be cotton which is used by the cotton swabstick supplier to make the cotton tip. Production record review was completed with lot 0056458 and no non-conformances were noted during the manufacturing of this lot. This is the only complaint that has been received for the reported defect and lot. No further actions will be taken based on the allege failure mode of mold was not confirmed. A scar was initiated to supplier of the cotton swabstick manufacturer puritan medical products. This failure mode will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported that the cotton swab is dirty upon opening package.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the cotton swab is dirty upon opening package.